Event description:
The reporter stated a collamer lens model cc4204bf was torn during insertion. The lens was implanted and removed without patient injury. The reporter believes the lens was damaged by the delivery system. An sfc-25 fp cartridge was used, but the lot number was unknown. The reporter could not recall the model and lot numbers of the injector used during surgery.